Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the pump does not stop pumping. The reported event was confirmed. The service evaluation revealed that the motor is worn out and loud. Further the door cover and the front panel are broken. Also the front foil is worn out.

Event description:
It was reported that the pump does not stop pumping. There was no harm for patient, operator or third party reported. No further information received.